Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0876 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump and carelink software. Successfully generate carelink reports. Pump delivered 114 bolus deliveries on the event date of 08/03/2025 at 00:12:27.000 to 22:07:11.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Possible over delivery anomaly and possible under delivery anomaly was not confirmed during testing. Unable to verify customer's complaint for high bg's and low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 195 mg/dl and hypoglycemia with a blood glucose value of 70 mg/dl. The customer stated the insulin pump's algorithm was not working correctly. The event involved product(s) mmt-1884, mmt-326a, mmt-7040a & mmt-377a. Troubleshooting was declined but found the customer was treated with a manual injection. It was unknown if the insulin pump was used within 48 hours of the reported event or if the automode/smart guard feature was active. No further patient complications were reported. The product mmt-1884 will be returned for analysis but the product(s) mmt-326a, mmt-7040a & mmt-377a will not be returned for analysis.